Manufacturer narrative:
The device has been returned; however, the investigation has not yet been completed. A supplemental report will be submitted once the investigation is complete. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced elevated blood glucose levels, reaching 19.4 mmol/l (349 mg/dl) after wearing the pod on the abdomen for approximately 37-48 hours, despite administering correction boluses. The pod was removed, and the patient manually administered an insulin injection, which reduced his glucose level to 16.8 mmol/l (302 mg/dl). No medical intervention was reported in relation to this event. Upon removal of the pod, it was observed that the cannula was bent and not inserted into the skin.

Manufacturer narrative:
Inspection of the bottom housing and environmental seal found no damages or manufacturing defects that the pod deployed into either. No timeouts or drive stalls were observed. The cause of the reported unsure properly inserted event could not be determined. The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.